Event description:
The user facility reported that during a diagnostic thorascopy procedure, the trocar spike became detached from the trocar tube, and the head of the trocar spike broke off while the user was removing the obturator. The handle of the trocar spike reportedly fell inside the pt's thoracic cavity. The user was able to retrieve the handle from the pt's cavity by hand. The procedure was completed, and there was no pt injury reported.

Manufacturer narrative:
Olympus contacted the user facility for add'l info regarding the reported event, and was informed that there was no irregularities noted with the device prior to the procedure, and the handle was attached to the trocar spike. They considered this incident as a "near missed" because if the user was not able to retrieve the handle immediately from the pt's cavity, the procedure would be converted to an open surgery. The staff reported that the device was approx used once a week. The staff was not able to provide the cleaning disinfection and sterilization (cds) method used with the device. There was no further info provided. The device was returned to olympus for eval. The eval revealed that the distal end was blunt with indentation, deep scrape mark, and the handle was damaged and detached. The device was forwarded to the original equipment MFR (OEM) for further investigation. The exact cause of the user experience could not be conclusively determined. If add'l info is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an excess of caution.